Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white plastic foreign material that was clogged in the nozzle - however, the material was unable to be further specified. Moreover, no deformation/breakage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned to olympus for evaluation. The customer's complaint of blockage was confirmed, and likely due to the outlet pipe was blocked. In addition to the findings reported, the following non-reportable malfunctions were identified: the light cover and optical cover glass adhesive failed; control body aspiration housing and air/water housing colored ring worn; connector failed water ingress; hot and cold test failed' up/down and right/left angle play failed; water flow/removal does not meet specification; electrical safety test and automated air leak test failed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that during reprocessing of the evis lucera elite colonovideoscope, the blue channel was blocked, and white debris was found in the nozzle. There was no report of patient harm associated with this event.